Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pocket stimulation. The right ventricular lead was capped and replaced. The patient did not experience any complications.